Manufacturer narrative:
The insulin pump was received with no act button response due to a corroded keypad trace. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 157 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)